Event description:
It was reported that thrombus occurred. The patient was on aspirin and plavix and this regimen was stopped a few days prior to the index procedure. A left atrial appendage (laa) closure procedure was being performed. A partial dose of heparin was administered. Versacross connect transseptal access system (vcc) was used with a double curve watchman fxd access system (was) to perform transseptal puncture (tsp). Another partial dose of heparin was administered after tsp. The activated clotting time (act) was noted to be 334. The was advanced into the left atrium. A 24mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa. The wds was deployed. A clot was discovered on the distal end of the was on transesophageal echocardiogram (tee) imaging. The ds was recaptured and removed from the patient body along with the was. While a new wds was being prepped, the was flushed outside of the patient and a clot was also detected within the sheath. The procedure was successfully completed using a new wds through the same was after it had been flushed and re-prepped. The procedure was concluded. The patient was admitted overnight for observation and is expected to be discharged the following day post index procedure.